Event description:
It was reported during a surgical procedure at the user facility the device had a non-reactive touch screen which resulted in the procedure being canceled. It was reported there was no medical intervention or adverse consequences beyond the cancellation of the procedure.

Manufacturer narrative:
The reported device was received for evaluation; event was confirmed during testing. The device was repaired and returned to the user facility.

Event description:
It was reported during a surgical procedure at the user facility the device had a non-reactive touch screen which resulted in the procedure being canceled. It was reported there was no medical intervention or adverse consequences beyond the cancellation of the procedure.